Manufacturer narrative:
The subject device was not returned to olympus medical systems corporation (omsc) for evaluation. Based on the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears, and the distal end of the pad separates from the grasping section. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue separated). The description in the instruction manual is cited below. Do not activate output for an extended period while the grasping section is closed without contacting tissue. If additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
During a procedure the ptfe pad broke. The subject device was replaced with a similar device and the procedure was completed. There was no pt harm reported.